Manufacturer narrative:
Date sent to the FDA: 12/03/2015. It was reported by the patient underwent a sling procedure in (B)(6) 2009. During the procedure, the bladder was nicked and the patient was in the hospital for an additional 24 hours. The patient experienced bleeding and tenderness in the lower right side. An ultrasound was performed. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the patient underwent a sling procedure in 2009. During the procedure, the bladder was nicked and the patient was in the hospital for several extra days. The patient now has occasional trouble starting the stream when urinating. Additional information was requested.